Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of restenosis/occlusion are listed in the biomimics 3d instructions for use and are known patient effects of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available a follow-up report will be submitted.

Event description:
The patient was treated as part of the mimics-3d european post-market observational study on (B)(6) 2017. At index procedure ((B)(6) 2017), the patient presented with a denovo occlusion of the segment involving the proximal third of the sfa left leg. One 5.0 x 60mm biomimics stent was implanted. On (B)(6) 2019 an occlusion event was identified. The occlusion required a target lesion revascularisation and was treated with drug coated balloon / drug eluting balloon on the segment between the proximal third of the sfa and distal third of the sfa which took place on (B)(6) 2019. As the target lesion was involved in the segment treated at intervention the event was described by the reporter as being related to the device and procedure. The event has resolved and the patient has recovered. The device remains implanted.